Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. Additional information has been requested. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the iol was exchanged. The patient could not see clearly, there was a refractive surprise and anisometropia. Additional information has been requested.